Manufacturer narrative:
The system was examined and the inclination of the system was confirmed. However, there was no mention of screws in the examination. The system was realigned to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The customer was also informed how to safely move their system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a missing screw on the intraoperative aberrometer causing it to be inclined. This was noted during a procedure and completed without harm to the patient.